Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a failure of the active exhalation proportional valve was observed. The ventilator's active exhalation control module was replaced to address this issue. Additionally, a ventilator inoperative error was found in the devices error log. This error was found to occur due to an occlusion of the inlet air path of the device. No components were needed to be replaced for this issue.